Event description:
Migration of evar causing type 1 endoleak and enlargement of aaa requiring further intervention. A (B)(6) year old male presented to me for migration of his endograft which was placed in 2014 at another facility. Due to enlargement of his aaa (up to 6.3cm) to graft failure, he required explant of endograft and open aaa repair on (B)(6) 2019.